Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found that one case screw was contaminated, the encoder nuts were not torqued to specifications. It was also noted in the error log that there was an instance of a stuck on/off button. The device was turned off and on again five times with no anomalies found. (B)(4).

Event description:
The device was returned to the manufacturer, analyzed, and tested out of specification. No patient involvement or complications were reported as a result of this event.